Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a solution administration set with 3 way stopcock in which the tubing separated from the drip chamber. This occurred during set-up. There was no patient involvement, injury, medical intervention, or adverse even associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tube was disconnected from the chamber. The root cause was due to low insertion of the tubing during manufacturing. Functional tests were not necessary as the problem was confirmed with a visual inspection. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.